Manufacturer narrative:
B3. Actual event date is unknown. The reported lot numbers (110014687) for pump and (110044541) for balloon could not be located in global complaint management system. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) and over the past several months the patient had recurring incontinence. It was discovered that the balloon did not show signs of a physical leak, however it did not have 22 cc of fluid in it. The physician believes that during the original surgery either the balloon was not filled correctly, or somehow lost some of the fluid before the connections were made. A new balloon and pump were implanted. A cystoscopy was performed, and the patient outcome was reported to be good.